Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump alarmed error. The customer¿s blood glucose value was 418 mg/dl at the time of incident. The customer did not provide information about symptoms and treatment of high blood glucose. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the pump. The customer declined troubleshooting for high blood glucose value. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37 alarm noted during testing. Device functioning properly during testing. (B)(4).